Event description:
Reporter called saying she had received the er1 message in the past. Reporter feels she may have put too much blood on test strip. Reporter did check her test strip against the color chart and the result was within 100-150 mg/dl. Reporter then retested with a result of 157 mg/dl.